Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to further investigate the reported event. The fse was able to reproduce the system error. The fse cycled the foot tray adjust mechanism (ftam) pot string multiple times by hand to exercise the ftam sensor and the issue was resolved. The system was tested and verified as ready for use. No product replacement was required. The complaint was confirmed based on the field evaluation. The probable root cause of the ergonomic issues on the surgeon side console is attributed to an issue with the ftam sensor, as the issue was resolved by troubleshooting this component. .

Event description:
It was reported that during a training/demo of the da vinci system, errors were encountered on the surgeon side console (ssc), which disabled all ergonomic controls. The specific error code was not remembered. A hard power cycle of the ssc was attempted but did not clear the error. There was no patient involvement.